Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with a blood glucose of 734 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection and insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer stated that she was released from the hospital on (B)(6) 2017. Two days later, her insulin pump alarmed no delivery. Her blood glucose was 500 mg/dl, which she treated via manual insulin injection. The customer mentioned that her drive support cap was loose. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The drive support disk was inspected and no damage or anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.